Manufacturer narrative:
Visual inspection of the returned catheter revealed the lure extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address the lure extension tube separating from the handle.

Event description:
It was reported while using the catheter during an ablation procedure,the irrigation tubing separated from the handle of the catheter. There were no consequences to the pt.